Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking from the bottom of the insertion site and sometimes from the top. The plasters get wet and smell of insulin when the cannula leaks. The patient experienced hyperglycemia.